Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The malfunction was verified. In review of the system error logs, it was suspected that the monoblock controller was at fault in the lock up. It was further reported that the images were grainy and not of good quality and that the medical device recorder was not operating as it should. Replaced the monoblock controller, medical device recorder, ccd camera and image processor circuit board. The power supply ps2 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 locked up during a procedure and needed to be reinitialized to complete the operation. There was no adverse pt involvement reported, and there was no pt information reported.